Manufacturer narrative:
As reported, optifix straight fixation device failed from the first shot and the ¿bolt came out at the tip of the fixator.¿ at this time is unknown what reported failure of ¿bolt came out at the tip of the fixator¿ is referencing. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Addendum: h11: this supplemental MDR is submitted to document the additional information provided and the results of photo evaluation. Review of the provided photos finds that there is a significantly bent components at the distal tip. The reported failure to fire is a known result of the bent components found at the distal tip. The components are found to be bent from applied forces when in use. There are no detached or missing components. Updated fields: b4, b5, g3, g6, h2, h10, h11 corrected fields: e1, h6 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unspecified procedure, the optifix straight failed to deploy the fastener from the first shot. It was reported that the "bolt came out at the tip of the device. There was no patient injury. Addendum per additional information: photos received show significant damage to the distal tip of the device. There are no detached components. It was reported that the surgeon became annoyed as there was delay in procedure due to the device issue and no additional medication was needed.

Manufacturer narrative:
As reported, optifix straight fixation device failed from the first shot and the ¿bolt came out at the tip of the fixator.¿ at this time is unknown what reported failure of ¿bolt came out at the tip of the fixator¿ is referencing. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unspecified procedure, the optifix straight failed to deploy the fastener from the first shot. It was reported that the "bolt came out at the tip of the device." There was no patient injury.